Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent bkp surgery at t12. Post-op, "ovf" occurred at t12 and patient complained of pain pain. A fracture was suspected to occur inside the injured vertebral body. The patient had not been hospitalized and was during follow-up observation.